Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.